Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that she had developed an irritation under one of the ECG electrodes. The patient's doctor instructed the patient to use nystatin cream for the irritation. After using the cream, the patient reported that the irritation improved.